Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not allow 100 joules to be selected. Energy selection would change from 100 joules to 50 joules. The complainant indicated that there was no pt involvement in the reported failure.